Event description:
Inpatient angiogram procedure with embolization of splenic artery after liver transplant. Right common femoral artery puncture. Deployment of suture mediated closure device (perclose prostyle - abbott vascular) with failure to ¿capture¿ the suture, which is a recognized failure and occasionally happens. The device and suture were removed uneventfully, apparently intact, over the wire. A second device was advanced and deployed which also failed in identical fashion. The second device and suture were removed uneventfully, apparently intact, over the wire. A third device was advanced and was deployed successfully achieving arterial closure and hemostasis (as expected). Following deployment of the third device, dr. And resident inspected the three devices and it was discovered that one of the three devices (believe it was the first one deployed) was missing one of two ¿foot plates¿. The foot plates are part of the mechanism of the device. Each foot plate is a small piece of plastic (not radiopaque) which is perhaps 4 x 3 x 1 mm. The sterile tray and sterile drapes and towels were searched for the foot plate. Physician concern that the missing footplate could have broken off inside the artery. Because the missing piece is radiolucent (not visible on x-ray), the decision was made to perform a right lower extremity angiogram to evaluate for the possibility that the missing piece had embolized into a right lower extremity artery. The left common femoral artery was accessed and via this access, right lower extremity angiogram was performed showing normal arterial anatomy without evidence for an embolized or lost intra-arterial fragment. The catheter was removed and hemostasis at the left femoral artery access site was achieved with direct pressure, a closure device was not used. Sterile dressings were applied to both right and left femoral artery punctures.